Event description:
On (B)(6) 2012, the reporter contacted animas alleging a keypad response issue. The ok, up and down arrow keypad buttons were intermittently unresponsive and at times required multiple presses to elicit a response. The reporter denied damage to the keypad. The patient reportedly wore the pump attached to a belt and did not clean it. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 10/23/2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: evaluation revealed that the up and ok keypad symbols were worn off but the rubber keypad was intact. Evaluation revealed that the contrast button was intermittently unresponsive and the other buttons responded appropriately. There was evidence of keypad contamination found under all of the contacts.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.